Manufacturer narrative:
Event date: unable to obtain. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a assurant stent to treat the common iliac artery. The device was removed from its packaging and prepped as per IFU with no issues noted. No issues were noted during device inspection. The device did not pass through a previously deployed stent and no excessive force was required during delivery. It was reported that when the physician tried to advance the catheter through the sheath, the stent dislodged off the balloon. No injury to patient. Another stent was opened and successfully deployed.